Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer stated that they experienced low blood glucose of 57 mg/dl but was treated with glucose tablets. The patient's blood glucose was 121 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.